Event description:
During attempt of stent delivery the stent position shifted during balloon inflation into the ascending aorta and was therefore not removed through the right femoral sheath. The stent was not retrieved out of the body and therefore likely embolized to the right leg circulation.